Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed and no anomalies were found. It was noted that the returned device indicated a loose/detached set screw. Concomitant products: 5076-58 implantable pacing lead, (B)(6) 2013. A 5568-53 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient presented with dizzy spells and a device check found the right atrial (ra) lead had no capture at 5 volts at 1 milliseconds and an x-ray confirmed the ra lead was dislodged. During the ra lead repositioning it was noted on x-ray that the right ventricular (rv) lead had an insulation defect. The rv lead also had low impedance. It was noted that the leads had been wrapped around the front of the device. When the operator was attaching the leads back to the device, the device setscrew could not be tightened. The rv lead and device were explanted and replaced. The ra lead is still in use. No patient complications have been reported as a result of this event.